Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician mentioned that the atrial port was not coaxial and parallel to the ventricular port, so inserting the atrial lead does not feel the same as a typical insertion. The implantable cardioverter defibrillator (ICD) was not implanted. No patient complications have been reported as a result of this event.